Manufacturer narrative:
The 23mm certitude delivery system was returned partially inserted through the sheath with an atrion inflation device (filled with blood) and extension tubing attached at the balloon port. No procedural imagery was provided by the site. Visual inspection revealed the guidewire lumen was separated from the delivery system, adhesive was noted on the distal end of the separated guidewire lumen, the guidewire was inserted into the guidewire lumen, a radial balloon burst was confirmed, no missing balloon material was noted, and compression was noted on the steering tube. Dimensional inspection revealed all measurements were within specification. Due to the nature of the complaint event functional testing was unable to be performed. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the device and no deficiencies were identified. During the manufacturing process, the certitude delivery system is visually inspected and tested several times. During manufacturing, the delivery system balloon underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint events for balloon burst and distal tip, nose tip separated were both confirmed. However, no manufacturing non-conformances were identified in the returned sample as the balloon wall thickness measurement met the specification per drawing. A review of device history record, lot history, complaint history, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Per the complaint description, ¿when the balloon was fully inflated at nominal volume (17 ml) with a slow technique the balloon radial burst within the aortic bulb.¿ additionally, it was noted that moderate calcification was present in the annulus and the valve was ¿very calcified.¿ presence of calcification in the annulus can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggests that patient factors (calcification) likely contributed to the reported event. Per the complaint description, ¿when trying to pull the balloon back over the valve prosthesis into the ventricle, the balloon is then torn off. The distal part of the balloon hung on the stiff wire and we were able to very carefully pull this part over the already implanted valve into the left ventricle.¿ as the balloon was ruptured, the altered balloon profile can be more susceptible to catch onto the deployed valve during withdrawal. As a result, any additional pull force/excessive device manipulation applied to overcome this could have led to the reported separation of the distal tip, nose tip/balloon component. As such, available information suggests that procedural factors (withdrawal of burst balloon, interaction with deployed valve, excessive manipulation) may have contributed to the reported event. The complaint was confirmed. Per investigation no manufacturing related nonconformance was found to be related to the reported event. No labeling/IFU/training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this month review.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during implant of a 23 mm sapien 3 ultra valve in the aortic position via transapical approach the balloon burst and full valve deployment. During withdrawal of the delivery system a portion of the balloon torn off. The delivery system was removed successfully. Using a clamp the torn balloon piece was retrieved without issue and no surgical intervention was required. No patient injuries were reported and the patient was doing well. Per medical opinion, the event was likely due to patient factors moderate annular calcification.